Event description:
It was reported to boston scientific that a contour vl ureteral stent was to be used during a stent placement procedure, performed on (B)(6) 2023. During preparation, when the device was unpacked, it was found that the stent was broken. Another contour vl ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported to boston scientific that a contour vl ureteral stent was to be used during a stent placement procedure, performed on april 28, 2023. During preparation, when the device was unpacked, it was found that the stent was broken. Another contour vl ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was detached. The positioner was not returned; however, the suture was found loaded and cut. A functional test was performed and a use of mandrel 0.039" passed through the stent without resistance. No other problems of the device was found. The reported event of "stent shaft. Break" was not confirmed due a breakage not being detected during analysis and the coil was found detached, not the shaft. Based on all the gathered information and product analysis, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment that was observed. This affects the performance of the device. Therefore, adverse event related to procedure is selected as he most probable root cause for the complaint.